Manufacturer narrative:
Concomitant products: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device showed there should be fluid left in the cassette, but the cassette was done dry. Per reporter, the total cassette volume was 55.2ml, reservoir volume: 5.2ml and given: 55.2ml (cassette was dry). The event occurred in the patient¿s home. There was patient involvement, and no patient harm/adverse event reported.